Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the low pr may be set at any increment and sent to bedside device from the safetynet view. This was confirmed on multiple devices. The low pr alarm threshold was sent exactly as entered and did not round to the nearest increment of 5. Radius-7 manual specifies low pr alarm threshold is set in increments of 5. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues prior to this reported event.